Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: distal tip broke off during case the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be user excessive force and/or perpetual sterilization and reprocessing methods. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported the tip broke off during case.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the tip broke off during case.